Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. This product was included in a field action. Based on the information received and without the return of the product, it could not be determined if this device performed as described in the field action. (B)(4).

Event description:
It was reported that an alert was triggered due to an impedance issue on the high voltage coil and pacing portion of the right ventricular (rv) lead. There was also oversensing noted. The lead remains in use. No patient complications have been reported as a result of this event.